Event description:
The account alleged the will engage on the head end but not hold on the foot end of the stretcher.

Manufacturer narrative:
The account replaced the brake rocker arm bolts to resolve the issue.